Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected during the fill tubing step and inadvertently delivered approximately 10 units of insulin. At the time of the reported event, the customer's blood glucose (bg) level was 131 mg/dl. During a follow-up call several hours later, the customer confirmed bg level was at 162 mg/dl, and declined further follow-up from tandem technical support.